Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt) with rapid ventricular response. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).